Event description:
Caller reported that the t:slim x2 pump battery was unable to charge despite using the tandem charging cable and wall adapter, and trying alternative adapters and cables did not resolve the issue. There was no adverse impact to the customer's blood glucose level. Tandem technical support arranged for a replacement pump, advising the caller on the procedures to follow upon receiving the new pump and instructing them to return the defective pump using the provided return box and pre-paid label.